Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 817 mg/dl at the time of the incident. The customer was at over 600 mg/dl before being taken to hospital. The customer was given intravenous insulin to treat. The customer experienced symptoms such as feeling sick. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The pump had previously been reported as having a blank display. The customer took the battery cap from the replacement pump and kept using the pump with the display issues. The customer got a blank display, disconnected from the pump, ate, and did not use a back up plan. Troubleshooting was not completed due to the blank display. The insulin pump will be returned for analysis.